Event description:
It was reported that the catheter was placed in 2008 for chemotherapy for a child. It was removed on the following month because it was split.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.